Event description:
Reporter indicated that a vns patient had their vns therapy system removed due to painful stimulation during normal stimulation of the device. The reporter stated that the painful stimulation is not due to the malfunction of the device, but patient's lack of tolerance with vns therapy. Good faith attempts for product return have been unsuccessful.